Event description:
It was reported that the customer had a no delivery alarm. The blood glucose level was 443 mg/dl. Customer states the no delivered was due set occlusion. Troubleshooting was performed and the resolved by a set change. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.